Event description:
It was reported that the patient presented at the hospital post-implant procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited a decrease in p wave amplitude, which caused under-sensing. A post-procedure x-ray noted that the ra lead was dislodged. Programming changes were made. The patient remained stable throughout.